Event description:
It was reported an issue with optilene suture. The client reported that, upon opening the package, the second needle had become detached and was not connected to the thread.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample in a plastic bag, one needle attached to the thread and thread wound on pack, and the other needle detached, but with blood on the carton. However, without closed samples a proper analysis cannot be performed. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had an incidence related to this issue that was resolved checking all the sutures and was released fulfilling usp/ep and b. Braun surgical specifications. The other incidence was not related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because no closed samples have been received, only an open sample contaminated. Final conclusion: in spite of receiving an open sample, without closed samples or more information a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.